Manufacturer narrative:
Evaluation: a clear one-way valve was returned for evaluation. The valve was returned with the iab but it was not attached to the extracorporeal tubing. A trace amount of blood was noted on the exterior of the valve. It was possible to draw and maintain a sufficient vacuum on the returned iab using the one-way valve. Probable cause of difficulty: no defect was found in the device. It was not possible to verify the reported difficulty. Although conjectural, it is possible that the vlave was attached incorrectly to the extracorporeal, it is possible that the valve was attached incorrectly to the extracorporeal tubing. The arrow on the one-way valve needs to be placed in the direction of the balloon. Placing the valve in the other direction would prohibit the user from drawing a vacuum on the device.

Event description:
The dr was unable to draw a vacuum on the balloon because the one-way valve failed. Event complications: none from the event reported 11/26/96. Pt's current status: unk - rpt'd 11/26/96.